Event description:
Per information provided: (B)(6) 2009 ¿ patient was diagnosed with right incisional hernia thereby underwent open repair with implant of perfix plug (device 1). Per operative notes, ¿the incisional hernia was identified and a perfix plug (device 1) was placed into the caesarean hole and an onlay mesh was placed on top and sewed it to the conjoined tendon.¿ (B)(6) 2018 ¿ patient was diagnosed with chronic abdominal pain in the lower abdomen thereby underwent laparoscopic repair. Per operative notes, ¿a large amount of omental type adhesions in the lower abdominal area were taken down. A perfix plug (device 1) in the right lower quadrant that is sticking into the abdominal area which was causing a chronic pain.¿ (B)(6) 2018 ¿ patient had lower abdominal pain and diagnosed with abdominal wall seroma thereby underwent incision and drainage of seroma. (B)(6) 2018 ¿ patient was diagnosed with chronic abdominal wall pain, meshoma and ventral hernia thereby underwent open repair with the removal of mesh (device 1) and implant of pre-shaped soft mesh (device 2). Per operative notes, ¿a meshoma was identified. The previous mesh (device 1) that had curled up into a ball was removed. The resulting abdominal wall defect was closed primarily using sutures. An onlay repair was performed in the right groin using a pre-shaped soft mesh (device #2) and secured using sutures.¿ (B)(6) 2019 ¿ patient was diagnosed with recurrent large incarcerated right inguinal hernia; lower abdominal adhesions thereby underwent robotic repair with the partial removal of mesh (device 2). Per operative notes, ¿adhesions were lysed. The hernia defect was identified and found to be partially lined by an old mesh that appeared to be polypropylene (device 2). The hernia sac was separated from underlying mesh in some areas while portion of the mesh (device 2) was excised. A synthetic mesh was placed into the peritoneal cavity.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-may-2017) is considered to be a best estimate. This emdr represents the bard soft mesh pre-shaped w/ keyhole (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.